Event description:
It was reported that a malfunction alarm, identified as malf 16, occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer continued using the pump for insulin therapy.